Event description:
The customer reported via phone experiencing high blood glucose for the previous 6 days, during the afternoons only. The customer began troubleshooting for the high blood glucose with the insulin pump, but could not complete it without a tubing clamp on hand. The customer was advised to call the helpline after finding the tubing clamp in order to complete troubleshooting. The customer's blood glucose value reported during the phone call was 104 mg/dl, but it had gone up to 400 mg/dl previously. The customer was shipped infusion sets.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.